Event description:
The account alleged that the emergency trendelenburg did not function. No pt impact.

Manufacturer narrative:
Tech asked the account to swap the emergency trendelenburg valve to isolate the issue. If the issue returns, replace the manifold. The account replaced the emergency trendelenburg valve to resolve this issue.